Event description:
It was reported that multiple tubing sets separated at the y-site during priming. There was no patient involvement.

Manufacturer narrative:
The customer's report that multiple tubing sets separated at the y-site was confirmed. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection noted sets 1, 2, 4, and 5 were separated at the engagements between the tubing to the second smartsites¿ inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement. Set 3 observed a separation at the engagement between the tubing to the third smartsite¿s inlet port. Further inspection observed no solvent applied at the engagement. Set 6 observed a separation at the engagement of the third smartsite¿s inlet port. The drip chamber to the distal tubing above the third smartsite was not returned. No evidence of solvent was observed inside the engagement. No other anomalies were observed. Functional testing was deemed unnecessary as leakage would occur due to the separations. Dimensional analysis was performed on sets 1, 2, 4, and 5¿s tubing. Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and the outer diameter of the tubing was measured to be within. Dimensional analysis was performed on set 3 tubing. Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and the outer diameter of the tubing was measured to be within. The root cause of the separations were identified as a manufacturing issue for insufficient solvent being applied at the engagements of the tubing due to equipment and/or operator error. A device history record for model 2426-0500 with lot number 20023141 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 12feb2020. The search showed that there were no quality notifications for the failure mode reported by the customer.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that multiple tubing sets separated at the y-site during priming. There was no patient involvement.